Event description:
It was reported that a patient, underwent a procedure with a navistar rmt thermocool catheter, and a bad/no ECG all channels (bs and ic) device malfunction occurred. It was reported that the catheter was introduced into the left atrium (la). After connecting the catheter to the carto system patient interface unit (piu), all the intracardiac (ic) and body surface (bs) signals disappeared on the ECG and carto systems. Disconnection of the catheter brought back all the signals. They changed the catheter interface cable however had no result. Replacing the catheter with a same like product, resolved the problem. The procedure was delayed by 10 minutes for troubleshooting. Additional information was requested and received. It was confirmed that the signal loss occurred on all the channels, including the 12 leads of bs ECG¿s and all ic recordings on both the carto system and the ep recording system at the same time. The physician did not have any signals available to monitor the patient¿s heart rhythm. There was no patient consequence. The procedure was completed successfully. The signal loss severity is indicative of a reportable event.

Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with a navistar rmt thermocool catheter, and a bad/no ECG all channels (bs and ic) device malfunction occurred. It was reported that the catheter was introduced into the left atrium (la). After connecting the catheter to the carto system patient interface unit (piu), all the intracardiac (ic) and body surface (bs) signals disappeared on the ECG and carto systems. Disconnection of the catheter brought back all the signals. They changed the catheter interface cable however had no result. Replacing the catheter with a same like product, resolved the problem. The procedure was delayed by 10 minutes for troubleshooting. Additional information was requested and received. It was confirmed that the signal loss occurred on all the channels, including the 12 leads of bs ECG¿s and all ic recordings on both the carto system and the ep recording system at the same time. The physician did not have any signals available to monitor the patient¿s heart rhythm. There was no patient consequence. The procedure was completed successfully. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.